Event description:
Patient reported on (B)(6) 2022 through the FDA medwatch program "continued constant pain/ pressure and burning in my neck out to shoulder down arms. Feels like a heart attack pain sometimes. I feel and hear the cage giving and crunching inside my neck, have had swallowing and throat problems since the surgery." Symptoms occured following an acdf surgery at level c4/5 with a stalif c-ti cage and three abo screws on (B)(6) 2019.

Manufacturer narrative:
FDA medwatch report filed by the patient reported that the patient underwent an acdf surgery with a stalif cage and since the surgery has had continued constant pain / pressure and burning in their neck as well as swallowing and throat problems. Additional information was requested, but the patient would not answer any questions. It was determined that based upon the patient's reported ongoing symptoms that the complaint was reportable. A review of the DHR found no anomalies associated with the complaint. Complaint trending found the rate of complaints to be at the lowest possible level of improbable. A review of the risk documentation found that pain is indicated as a possible harm related to multiple hazardous situations, however, within this complaint there was no indication of hazards or hazardous situation resulting in the patient's symptoms. Device evaluation could not be completed as the cage remains implanted within the patient. No anomalies were found during the investigation that related to the complaint. The cause for the complaint is unknown. This submission is 4 of 4 devices involved in this event.